Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high impedance issue and loss of capture. The physician suspected lead damage as a result of clavicular crush as both leads converge under the clavicle at the 2nd rib. The issue was confirmed by fluoroscopy. Subsequently, a new lead was implanted. No additional patient adverse effects were reported.